Event description:
Healthcare worker experienced itching and burning with whitening on left palm after unloading instruments from a completed load. Worker rinsed off contact site and symptoms resolved within 4-5 hours. The vaporizer plate was reported as not in place at the time of the event.